Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A bolus was delivered to address bg level. Reportedly, the cause for the high bg was due to the pump battery shutting down and intended due to not being charged. The pump was plugged into a power source and insulin delivery was resumed.